Event description:
Reported events of band erosion, nausea, vomit from journal article "band erosion: laparoscopic removal of lap-band." (2009) surg endosc 23:657-658 doi 10.1007/. Although the manufacturer of the device is unk, it is allergan's approach to compliance to resolve all doubt in favor or reporting.

Manufacturer narrative:
Taper unk. Medwatch sent to FDA on: 26/mar/09. The reporter of the complaint was asked to return the product for analysis as well as indicate the product serial #, date of event, implant date and explant date. Since allergan has not yet received this info the connector type cannot be identified nor an assumption made as to the type of connector associated with this complaint. Visual examination may determine the connector type. Allergan has not received the product at this time. Therefore, no analysis or testing has been done. Although the manufacturer of the device is unk, it is allergan's approach to compliance to resolve all doubt in favor of reporting. Erosion, nausea, and vomit are surgical/physiological complications, and analysis of the device generally does not assist allergan in determining a probable cause for these events. Device labeling: "as with other gastroplasty surgeries, particular care must be taken during dissection and during implantation of the device to avoid damage to the gastrointestinal tract. Any damage to the stomach during the procedure may result in erosion of the device into the gi tract." "Over-dissection of the stomach during placement may result in slippage or erosion of the band and require reoperation." "There is a risk of band erosion into stomach tissue. Erosion of the band into stomach tissue has been associated with revision surgery after the use of gastric-irritating medications, after stomach damage and after extensive dissection or use of electrocautery, and during early experience. Symptoms of band erosion may include reduced weight loss, weight gain, access port infection or abdominal pain. Re-operation to remove the device is required." "Nausea and vomiting may occur, particularly in the first few days after surgery and when the pt eats more than recommended."